Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that they had also received a low battery alarm but mentioned that the alarm was not a concern to them. The customer had changed the batteries on their pump several times to get it to work again. However, the customer is concerned that another battery may not work in the future. The customer declined troubleshooting at the time of the call because the battery cap is too difficult for the customer to take off at the moment. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.